Event description:
It was reported by the patient that post implant a realize band, she was experiencing abdominal pain and vomiting. An upper gi done on (B)(6) 2012 confirmed a band slip. The band was replaced on (B)(6) 2012 without any complications. Spoke the patient and she advised that she is doing well since the band was replaced. A (B)(4) study was done before she was discharged from the hospital and every looked fine. She has not experienced any issues of vomiting or abdominal pain. She went for her post op visit and everything is fine. She is scheduled for the first band adjustment on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.